Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge tubing separated from the cartridge. Reportedly, this event occurred with two cartridges. The cartridges were in use for about 4 to 4.5 days. A new cartridge was successfully loaded after each event to address the event. The customer's blood glucose level ranged from 137 mg/dl to 103 mg/dl.